Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4-510(k), g6, g7, h2, h6(type of investigation), h11. Corrected field: d4(lot, unique identifier (UDI)), d10. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) therapy, after the start of therapy, the blood pressure waveform input by the optical sensor became abnormal. Assuming that the tip of the catheter was touching the vascular wall, attempts to adjust the position were made, but the same phenomenon did not improve, so the use of the iab was abandoned. A new iab catheter was introduced and this time it could be used without any problems. There was no health risk to the patient due to this incident.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: d4 (UDI#), h4.